Event description:
Received medwatch report indicating this pt's device were removed due to wear of acrylic condyle, foreign body reaction and fracture. The surgeon was not aware of how the fracture occurred. Sent three requests to the surgeon to return the device for analysis with no response.